Event description:
A customer reported experiencing cartridge alarm 20 continuously for about a week. The event did not cause the customer's blood glucose level to exceed 500 mg/dl. The technical support team confirmed the issue and decided to replace the pump as it was out of warranty, with a loaner pump being processed through sales.